Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: device history reviewed: 1 unrelated non conformance on this batch. Micro and sterility tests passed. Complaints database searched: a complaint database search on the provided lot number found 1 additional report, however it was not related to implant loosening. Total for lot number: 1 (B)(4)). Complaints received by cmw in the last 12 months for this issue: by product code: 66. By product family: 202 (69x smartset ghv, 133x smartset gmv).

Manufacturer narrative:
Product complaint: (B)(4). Initial reporter occupation: lawyer. Dmf# - (B)(4). Trade name gentamicin sulphate. Active ingredient(s) gentamicin sulphate. Dosage form - powder. Strength 1.0g active in our cements. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a right knee primary attune to treat end-stage osteoarthritis. The patella was resurfaced and depuy cement was utilized. The procedure was completed without complications. Patient received a right knee revision to treat pain secondary to gross loosening of the tibial tray. Upon entering the joint, a synovectomy was performed. The tibial tray was grossly loose and debonded at the cement to implant interface and revised. The femoral component was well-fixed but revised. The patella was well-fixed and retained. There was no reported product problem with the femoral component or tibial insert revised to accommodate a competitor revision knee system. The procedure was completed without complications. Doi: (B)(6) 2017, dor: (B)(6) 2019, right knee.